Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the ECG (electrocardiogram) connection is very loose and will not give an ECG signal during interrogation. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the ECG connection was loose, as a result the link electronic module (lem) circuit board was replaced. It was also noted that the screen drops and the keyboard was missing.